Event description:
Per the independent repair center, the customer alleged problem is a weird noise. The key failure is the compressor has a whining noise. Additional malfunction is the pe valve is alarming.